Event description:
A plate broke 4 days post-implant. Pt was in a sling and had not moved. Surgeon advised that the plate was implanted to correct a long-term radial fracture that had gone undiagnosed. There was a 1-1/2 inch gap between the radius & ulna and surgeon had trouble reducing the fracture in order to place the plate.